Event description:
It was reported that the right atrial (ra) lead pacing impedance had a measurements that was greater than 3000 ohms, which was high out of range, which triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in the unipolar configuration, there was oversensing of noise which resulted in inappropriate atrial tachy response (atr) mode switches. It was noted that the patient was symptomatic and felt the unipolar pacing. Technical services (ts) analyzed device episode data and found that a daily threshold test was found to be in suspension which put the atrial capture threshold at 5.0v, which was most likely what the patient was feeling. Reprogramming options were discussed. It was also noted that this patient was not pacing dependent and that the ra lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right atrial (ra) lead pacing impedance had a measurements that was greater than 3000 ohms, which was high out of range, which triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in the unipolar configuration, there was oversensing of noise which resulted in inappropriate atrial tachy response (atr) mode switches. It was noted that the patient was symptomatic and felt the unipolar pacing. Technical services (ts) analyzed device episode data and found that a daily threshold test was found to be in suspension which put the atrial capture threshold at 5.0v, which was most likely what the patient was feeling. Reprogramming options were discussed. It was also noted that this patient was not pacing dependent and that the ra lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this pacemaker system remains in service.